Event description:
It was reported the patient's scs ipg was explanted due to pain at the scs ipg pocket site. It was also reported prior to explant, multiple reprogramming did not resolve the issue. Additionally, it was reported the patient currently experiences pain at the explant site.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.